Event description:
It was reported that the lesion being treated was in the abdominal aorta, no tortuousness and no plaque. During procedure the ivus catheter became stuck with the 0.035 inch guidewire while the ivus catheter was still inside the body. The ivus catheter was removed with the guidewire together as a single unit. All parts appeared to be accounted for when the ivus catheter was removed from the patient's body. Another ivus catheter of a different model was used and the procedure was successfully completed with no patient injury or adverse event. It was reported that the patient was released from the hospital according to the original treatment plan. The ivus catheter was discarded by the hospital. It is volcano's current policy to report instances where a catheter issue may cause removal or exchange of the guidewire or guide catheter.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. Since the device was not returned for evaluation, product investigation could not be performed. No further action is required.